Manufacturer narrative:
Device evaluation: analysis of the returned device identified: white particles inner the shell, wear abrasion, crease flat and delamination of valve. Leak test and microscopic analysis was performed which identified: delamination of valve (>75% total separation). Based on the device analysis the final assessment is: a delamination total of the valve (cohesive failure). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device have been explanted and replaced.